Manufacturer narrative:
(B)(4). The product was not returned for investigation. The photos provided by the customer were reviewed and show noise on the ECG and ap waveforms. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "arterial pressure artifact" is confirmed based on the photos received. The product was not returned for investigation. The pictures show artifacting on the ECG and ap waveforms. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the waveform artifacting. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "pump switching to ap trigger with bovi. Prior to the trigger switch, ECG and ap signal good, after trigger switch, artifact noted on ap waveform and erratic triggering. Minimal noise artifact noted when pump is in standby. Pump pumping 1:1 although 1:2 ratio selected. No other devices plugged into power outlet, no slaved signals. Patient in unit, currently working 'ok' in 1:2, less artifact than in 1:1". No patient harm on injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "pump switching to ap trigger with bovi. Prior to the trigger switch, ECG and ap signal good, after trigger switch, artifact noted on ap waveform and erratic triggering. Minimal noise artifact noted when pump is in standby. Pump pumping 1:1 although 1:2 ratio selected. No other devices plugged into power outlet, no slaved signals. Patient in unit, currently working 'ok' in 1:2, less artifact than in 1:1". No patient harm on injury. The patient status is reported as "fine".